Event description:
It was reported that the tip of the dual screwdriver shaft broke off during removal of the screw. The broken fragment was retrieved. There were no patient complications.

Manufacturer narrative:
(B) (4). The device was returned to medtronic for evaluation. Visual examination found that one tab of the driving end of the instrument is broken. A portion of the broken surface appears brown in color. Unable to confirm if corrosion.